Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that after firing the er320, the clip doesn't hold properly and its actually changing direction. Also the shape of the clip is different. A competitor's device was used to complete the case. The procedure was prolonged 10 minutes, but pt is fine.